Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a, e1, g2, h6.

Event description:
Patient reported rupture. Then, patient reported breast implant is intact via MRI. Later, healthcare professional reported capsular contracture right - grade 3 and rupture. This record is for a right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3 and rupture.

Event description:
Patient reported rupture. Then, patient reported breast implant is intact via MRI. Later, healthcare professional reported capsular contracture right, grade 3 and rupture. This record is for a right side. Device was explanted.